Event description:
It was reported that the lead exhibited steadily increasing impedances to high levels, and would no longer capture at the highest output. The lead will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited steadily increasing impedances to high levels, and would no longer capture at the highest output. It was further reported that the lead exhibited high thresholds and an apparent fracture. The lead was programmed off, and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.